Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the incorrect or missing translation or vendor or printer error. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "use only purewick¿ urine collection system accessories with this device. Incompatible parts or accessories can result in degraded performance and will void the warranty." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the instructions were impossible to clean 70 ph tubing in the purewick urine collection system. The liberator representative tried to guide with limited success and advised how to contour the wick to fit the patient. Per follow up on 15jun2021 the customer advised the instructions were impossible because the liberator told to run the water through the tube and stated the tubing was too small.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the instructions were impossible to clean 70" tubing in the purewick urine collection system. Liberator representative tried to guide with limited success and advised how to contour the wick to fit the patient. Per follow up on 15jun2021, customer advised the instructions were impossible because liberator told to run water through the tube and stated the tubing was too small.